Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was elevated (280 mg/dl); however, customer was unsure whether elevated blood glucose level was due to cartridge alarm 19 or the customer's current health issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.